Event description:
Customer alleged the chair slowed down and then came to a stop along with prior issues of replacement to batteries and actuators. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 3grx-cg, serial number/date code (B)(4) is approximately 1 year 9 months old. The owner's manual part number 1143151 rev h (jul-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device states that batteries have been replaced several times and the actuators have been replaced once out of the box and several times thereafter.. The dealer called and stated that the consumer was driving outdoors and the unit allegedly slowed down then came to a stop. No injury alleged.